Event description:
A healthcare worker experienced mild burning and stinging sensation with whitening of the skin on the fingertips after removing the test pack from the load after the cycle completed. The worker noted moisture had pooled below the package. The worker did not seek medical attention, and the symptoms resolved within two hours. The vaporizer plate was in place.